Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.5 installed on samsung galaxy s24 (os 14) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement (B)(4). Document (B)(4)., version g. The attached log files contain information that multiple pairing attempts failed due to the connection timeout according to the bluetooth specification (the bluetooth hardware in the phone lost connection to the pump). Issue status: confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: disable cross-device service in the phone: 1) on your android device, open settings. 2) tap google, devices & sharing, cross-device services, or search â¿¿cross-deviceâ¿¿ from settings. 3) make sure the use of cross-device services is off or disabled. 4) follow the instructions in the minimed mobile app to establish a pairing between the pump and the phone. If the previous steps don't help: 1) disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. 2) clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap ""connections"">>tap ""bluetooth"">>tap the options icon next to the device (pump) you want to unpair>>tap ""unpair"">>confirm on the popup. 3) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). The helpline informed that the customer is now upgraded to the 780g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and mobile application, carelink log in issue. The customer reported no adverse event. The event involved product(s) mmt-6121, mmt-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6121. No product return is required for mmt-7333.